Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, a dissection was discovered during arterial sheath insertion. The physician made the decision to convert the procedure to a carotid endarterectomy (cea) to resolve the dissection. There was no report of patient harm.